Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis further investigated and found the instrument to have a broken molded insulator. The molded insulator broke and none of the pieces were returned with the instrument. The molded insulator secures the grip subassembly to the overall grip set, and if it breaks completely the grip can become dislodged. This instrument also appears to have a broken bipolar wire at the distal end and may have broken during the same event where the molded insulator broke, and the grip became dislodged.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the maryland bipolar forceps (mbf) instrument had only one use left and was broken. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.168" x 0.598" was found to be broken off. The broken piece was not returned. The complaint regarding the instrument being broken was confirmed by failure analysis.